Event description:
It was reported that syringe plastipak 3ml s/su had foreign matter. The following information was provided by the initial reporter: sealed syringe has dirt on the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary through the analysis of the sample sent by the customer, it is possible to observe foreign matter in the plunger, in this way bd confirms the complaint the analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. The foreign matter was identified as lubricating oil, the product's plunger is manufactured in a hydraulic injection molding machine that requires self-lubrication to move the columns. Thus, the possible cause for the incident was contamination during the plunger extraction process. It is believed that the plunger hit the lubricated column and fell into the product removal belt. Actions in progress, installation of bellows type protections to cover the columns avoiding the contact of the parts.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. From these information¿s it is not possible confirm the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that syringe plastipak 3ml s/su had foreign matter. The following information was provided by the initial reporter: sealed syringe has dirt on the plunger.